Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on december 21, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently, the patient was treated with topical antibiotics and topical steroids (date and duration not reported).